Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, pictures taken from the angiographic material were reviewed. The technical investigation of the returned delivery system revealed that the outer shaft has been retracted by about 18.8cm. The outer shaft was inspected for stent imprints. The length of the imprints was measured and implies that the stent had the correct length prior to release. The provided pictures taken from the angiographic material show the pre-dilated target lesion before and after implantation of the complaint stent. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length may be suggestive of stent compression. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. A 100 percent stent length control is conducted during the manufacturing process. Based on the conducted investigations no manufacturing related root cause could be determined. It seems likely that the reported event is related to the handling of the device. Any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation as stated in the instruction for use.

Event description:
A pulsar-18 stent system was selected to treat a pre-dilated calcified lesion in a mid sfa. After stent release it was noticed that approx. 1-2 cm in the middle of the stent are compressed.